Event description:
The customer's girlfriend reported that the customer received readings of 89mg/dl, 132mg/dl, and 155mg/dl which were lower compared to a reading of 400 mg/dl from a physician's meter. The caller further reported the readings were erratic and was not able to provide the exact time and date of the readings but stated it was before they went to the doctor. The customer went to their doctor's office and was noted to have severe high blood sugar. The customer was prescribed two new medications but the informant was not able to identify which among janumet, glipizide and lisinopril were new. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.